Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin delivery was suspended due to sensor values. The customer¿s blood glucose was 241 mg/dl and the sensor glucose was 184 mg/dl. The sensor will not returned for analysis.